Event description:
Lead management case to extract a recalled lead. The physician prepped the lead with an lld and inserted a 14f glidelight and visisheath m. The physician then exchanged the 14f glidelight and visisheath m 16 minutes into the procedure to a 16f glidelight and visisheath l; lasing continued for an additional four minutes before the blood pressure dropped. The surgeon was notified and a sternotomy was performed. A softball sized clot was removed and a tear from the subclavian to the ra junction was discovered. The patient did not survive the intervention. Due to the severity and size of the clot, this adverse event is being reported on the 14f glidelight as it is likely that the injury occurred while using this device.